Event description:
Caller reported experiencing battery depletion due to a persistent cgm error labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. After the reset, the cgm error did not reoccur, and the caller successfully initiated their sensor session following a 20-minute wait, as advised by technical support.